Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal pharyngeal swab that generated positive results. Repeat testing was performed with the same sample receiver using a different ID now covid-19 assay and generated negative results. The customer stated the patient was not symptomatic and was tested prior to hospital admission. The customer confirmed there was no patient harm due to the test results. The customer reported that the patient experienced an unspecified delayed with treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion and correction. Correction: the previously reported event was coded as a false positive result; however, a remedial review of the case found the customer was alleging a conflicting result. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144031 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144031, test base part number 190-430 / lot m144031 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144031 showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144031 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This report is being filed to correct the complaint rate percentage of false negative results related to lot m144031. (B)(4).